Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after the initial charging of the device, the pump could not be turned on. There was no patient involvement, as the pump had not yet been used on the customer at the time of the reported event.

Manufacturer narrative:
.